Event description:
As reported by the user facility: allergic toxic reaction after prontosan treatment that was used for wound cleansing before suprathel application. Patient had general anesthesia with propofol, rapifen and dipidolor and was intubated with a laryngeal mask airway with atracurium. Patient showed and abrupt bronchospasm, decreased oxygen saturation, loss of blood pressure and tachycardia. Erythema and wheal response occurred. Patient ahs burned 12% of it s body surface area (bsa) allergic reaction may also have been occurred due to applicated anaesthetics.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4). B. Braun medical is reporting this because the reported catalog number is part of the prontosan wound irrigation solution product line. Per the manufacturer, their report has been identified as 3007120504-2014-00003. The manufacturer's report states that the instructions for use for the product have been checked and the following side effects are listed: in ver rare cases, there amy be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. There was no sample sent for investigation. The cause for this adverse reaction in this case is not fully clear. An epicutaneous test in order to confirm the potential allergy to one of the ingredients of prontosan was offered to the patient but was rejected. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.